Manufacturer narrative:
A partial lead was returned in two pieces. The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that in (B)(6) 2018, the implantable cardioverter defibrillator and right ventricular lead exhibited noise. It was noted that the patient wore a defibrillator since (B)(6) as well. A cardiac catheterization procedure revealed that the right ventricular lead also exhibited externalized conductors. The patient presented for procedure on (B)(6) 2018. During the procedure, the insulation of the right atrial lead was noted to have eroded. The leads were explanted and replaced successfully. The device was also explanted and replaced, following the advisory for premature battery depletion, although there was no elective replacement indicator or allegation of premature battery depletion. The patient tolerated the procedure well.